Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the lower portion of the touchscreen became unresponsive to presses. There was no reported impact to customer's blood glucose level. Multiple attempt were made to obtain further information on the reported issue. No further information was able to be obtained.